Event description:
It was reported that during a lobectomy procedure, the blade was broken off outside the pt in about an hour. As the blade was broken off outside the pt, no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.